Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault. Investigation of the device found it to be unable to switch on. The corrosion on the membrane tail would suggest that the device had been stored outside the indicated conditions; however, this could not be verified by other means i.e. No corrosion observed on the screws or usb contact collars. The device was scrapped by heartsine and the customer was provided with a replacement device. The cause of the reported issue was due to corrosion on the membrane screws caused by storage outside of recommended conditions.

Event description:
The customer contacted heartsine to report their device does not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted heartsine to report their device does not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.